Event description:
User allegedly had problems with the syringes. "In the last week customer had experienced (4) faulty syringes; as she was injecting the syringe, the tip detached from the unit, leaving the point/metal part in her skin. This has caused the over use of medicine. Customer wanted to know how to she can save the medicine or what she can do".